Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer reported that the tip-up grasper broke and some metal pieces broke in the patient. The surgeon was in the room and aware. Pieces were collected. The robotics coordinator was in the room and observed. There was no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) received userfacility report (B)(4) stating: "during case, the robotic tip up grasper broke, some metal pieces broke in patient. The doctor was in room aware, pieces collected, robin beard robotics coordinator in room observed. Service report to be filled out and device placed in medsun." Isi followed up with the initial reporter and obtained the following additional information: the customer reported the same information reported in the initial complaint. No new event details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper involved with this complaint and completed the evaluation. If additional information is received, a the complaint will be reopened and updated at that time. A review of the device logs for the tip-up fenestrated grasper (part# 470347-11 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.